Event description:
It was reported that the duodenovideoscope elevator had foreign material. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.